Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During followup, the device was found to be in backup bvvi mode due to an unrelated procedure. Afterwards, the device was restored to normal operation with a download. There were no patient consequences.